Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that c-arm performed an uncommented movement. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found errors with respect to arc drives to the table, rebooted the system but issue persisted. The rse requested onsite support. The philips field service engineer (fse) went onsite and found issue with control module and flexarm longitudinal encoder assy. To resolve the issue, the fse replaced the control module and flexarm longitudinal encoder assy. The defective part was sent for analysis, for flexarm longitudinal encoder assembly no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm performed an uncommanded movement. No harm was reported to philips. Philips has started an investigation of this complaint.